Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, root cause of the reported damage is consistent with excessive mechanical force caused by a shock or fall. However, specific root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: there was slight dark shadow on top edge of the image and the outer tube was skewed slightly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 12°, hd, autoclavable rubber ring for eyepiece was loose. The event occurred during reprocessing for a diagnostic procedure. The procedure was completed using a similar device. The patient was not under anesthesia. There was no patient harm associated with the event.